Event description:
It was reported, via a healthcare professional, that an EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9924773), and EU 4.5x22mm stent 12 mm dw tip (enc452212/ 9924773) and a prowler select plus 150/5cm (606s255x/ 31718184) were used for an endovascular embolization procedure. It was reported that during procedure, the first stent was impeded in the proximal end of the microcatheter and could not advance any more. Doctor tried to only retract the stent alone; the stent was found detached from the delivery wire after it was out of the y connector and the distal end of the stent delivery wire was kinked/bent. The doctor switched a second stent, but the second stent had the same issue when delivering and retracting in the microcatheter. Doctor removed the microcatheter from the patient and gave up the stent implantation and completed the surgery after finishing packing and detaching the coil. There was no patient injury report. The event was reported as such, ¿impeded in microcatheter-proximal end & premature detachment & kinked/bent. It was reported that before procedure, the devices outer packaging and the devices were inspected and found in good condition. During the procedure, stent was impeded in the proximal end of the microcatheter and could not advance any more. Doctor tried to only retract the stent alone; the stent was found detached from the delivery wire after it was out of the y connector. And the distal end of the stent delivery wire was kinked/bent. The doctor switched a second stent; the second stent was with the exact same issue when delivering and retracting in the microcatheter. Doctor removed the microcatheter from the patient and gave up the stent implantation and completed the surgery after finishing packing and detaching the coil. There was no patient injury report. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system? ¿yes.¿ is a push plunge rhv being used? ¿twisted type.¿ is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter? ¿yes, the doctor increased force to remove the delivery wire, and the stent was detached from the delivery wire after it was out of the y connector.¿ was the replacement stent enterprise1, enterprise2 or is it another brand? ¿the doctor gave up the stent implantation.¿

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.